Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent tka with the cement. The surgeon opened products to use cement, but an ampoule was broken. The cause of damage is unknown. Therefore, the surgeon used spare cement and the operation was completed successfully without any surgical delay. No further information available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the complaint states: ¿it was reported that on (B)(6) 2021, the patient underwent tka with the cement. The surgeon opened products to use cement, but an ampoule was broken. The cause of damage is unknown. Therefore, the surgeon used spare cement and the operation was completed successfully without any surgical delay. No further information available.¿ the product has not been returned for investigation, and the complaint description cannot be confirmed. Retained samples for this lot number were examined but no further instances of this failure mode were discovered. Dva-104409-fde rev 10 was reviewed and this possible failure mode is included on line 503 (B)(4). The risk is considered as low as possible and cannot be further mitigated. There is insufficient information to determine a possible root cause. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot : device history reviewed: 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot expiry date: 31 december 2021.